Event description:
Had essure devices implanted in (B)(6) 2009. About 2017 started having severe pain with onset of menstruation intermittently, and heavy bleeding/ clotting, menstrual debilitating pain, weight gain, bloating, pain during intercourse, circulatory problems, swelling in feet, severe vertigo once. Earlier, maybe in 2011, I had a sonogram that showed fibroids that they claimed came and went, but I feel like I have constant fibroids, and I now have a lump on my back on my lower ribcage. Essure. Needs to come out. FDA safety report ID # (B)(4).